Event description:
Related report: 2017865-2024-71660 it was reported via product receipt that the patient presented in clinic for normal generator change. During procedure, it was noted that the set screw of the pacemaker failed to be removed, and the right ventricular (rv) lead was unable to be disconnected from the header of the pacemaker. Upon troubleshooting the rv lead failing to disconnect from the header, loss of capture was noted. Venogram was performed and revealed the rv lead in the header was bent. The rv lead was cut, capped, and replaced, and the pacemaker was explanted and replaced. Patient was stable.

Manufacturer narrative:
The issue of leads getting stuck in the header was confirmed. The device had an older design known for making it hard to insert and remove leads, causing them to get stuck. To remove the lead, the header had to be destroyed, which damaged the lead. The problem wasn't with the setscrews, but breaking the header will cause the device to stop working.